Event description:
It was reported that on (B)(6) 2006 the patient underwent repair of bilateral inguinal hernias using right and left bard 3dmax mesh. Following implant of these mesh, it is reported that the patient has experienced ongoing pain in which he had "very bad complications" that ultimately led to the patient being medically retired from the military. The contact reports that the pain has become worse over time and the patient has been unable to stand for 3-4 hours a day. The contact reports the pain comes on rather abruptly, and can last from 5 minutes to 4-5 hours. As reported the patient has been taking "strong pain killers" on a daily basis due to the implants. Addendum per medical records: (B)(6) 2006 - patient was diagnosed with bilateral inguinal hernia thereby underwent repair with the implant of two 3dmax meshes (device #1 & #2). (Note: no operative notes were provided) (B)(6) 2016 - patient was diagnosed with ilioinguinal neuralgia thereby underwent bilateral ilioinguinal nerve block.

Manufacturer narrative:
Multiple attempts have been made requesting additional information regarding the patient's reported experience. To date, the additional information requested has not been provided. It is unclear at this time what "very bad complications" the patient experienced. The initially provided information included intraoperative photos of the implant procedure, a review of the photos finds that the mesh was fastened into place with non-bard/davol permanent spiral tacks. Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. Addendum #1: this is an addendum to the initial MDR to document a review of the manufacturing records. The review showed that the lot was manufactured to specification. Addendum #2: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the bard/davol 3dmax mesh (device #2). Additional supplemental emdr's were submitted to represent the bard/davol 3dmax mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This is an addendum to the initial MDR to document a review of the manufacturing records. The review showed that the lot was manufactured to specification. This supplemental MDR represents the right sided repair an additional supplemental MDR was submitted to represent the patient's left sided repair.

Manufacturer narrative:
Multiple attempts have been made requesting additional information regarding the patient's reported experience. To date, the additional information requested has not been provided. It is unclear at this time what "very bad complications" the patient experienced. The initially provided information included intraoperative photos of the implant procedure, a review of the photos finds that the mesh was fastened into place with non bard/davol permanent spiral tacks. Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. This MDR represents the right sided repair an additional MDR was submitted to represent the patient's left sided repair. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that on (B)(6) 2006 the patient underwent repair of bilateral inguinal hernias using right and left bard 3dmax mesh. Following implant of these mesh, it is reported that the patient has experienced ongoing pain in which he had "very bad complications" that ultimately led to the patient being medically retired from the military. The contact reports that the pain has become worse over time and the patient has been unable to stand for 3-4 hours a day. The contact reports the pain comes on rather abruptly, and can last from 5 minutes to 4-5 hours. As reported the patient has been taking "strong pain killers" on a daily basis due to the implants.